Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to fluid damage occurred in the ccd module. In addition, we confirmed that the air/water nozzle missing, the insertion flexible tube (ift) cut, the light guide fiber bundle (lcb) was broken, the u/d & r/l pulley wire worn out, the serial number plate was missing, and the electrical connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to fluid damage occurred in the ccd module. In addition, we confirmed that the air/water nozzle missing, the insertion flexible tube (ift) cut, the light guide fiber bundle (lcb) was broken, the u/d & r/l pulley wire worn out, the serial number plate was missing, and the electrical connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.